Manufacturer narrative:
The t:slim pump user guide states that a resume pump alarm will occur if insulin delivery is stopped for more than fifteen minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid resume pump alarm. Reportedly, the customer had forgotten to resume insulin. The customer's blood glucose level was 300 mg/dl. The customer delivered a bolus via the pump.